Manufacturer narrative:
Sientra complaint #: (B)(4). At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Right-side ultrasound detected rupture.

Manufacturer narrative:
Sientra complaint #: case-2023-00003902-1. At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Bilateral capsular contracture, baker grade 2, right side and right side mammogram/ultrasound indicated rupture.

Manufacturer narrative:
Sientra complaint #: case (B)(4). Sientra requests to void this medical device report. Updated information was given by the healthcare provider. The customer reported issues will be captured in sientra complaints #2023-00003941-1 and #2023-00003941-2. Manufacturer report numbers: 1651189-2023-04042 and 1651189-2023-04043 have been submitted.